Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller pcb and image processor pcb were evaluated and replaced. The camera was also calibrated as part of the service event and saved to disk. Performed camera iris cal and saved to disk. The system was tested and found to be working as intended and returned to service.